Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 170 mg/dl, compared with the sensor glucose reading of 68 mg/dl. The customer also reported that she bled at the insertion site. The customer was advised to remove and replace the sensor. The customer was advised to return the sensor for analysis.